Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin with 200 units during the load process. The customer added 100 units more to the cartridge however was still unable to load the cartridge onto the pump. Cold insulin had been used. There was no impact to the customer's blood glucose level. The customer stated a new cartridge would be loaded after the call with tandem technical support ended.